Event description:
Alleged the pendant cable has pulled away from the body of the pendant, exposing bare metal wiring.

Manufacturer narrative:
A replacement pendant was sent to the facility to repair the bed.